Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4); product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 27975154.

Event description:
It was reported that the patients leads and anchors were protruding causing discomfort. The patient underwent a procedure wherein the leads were repositioned and the clik anchors were explanted. The patient was doing well postoperatively.